Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis. Left knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 4 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (three courses); synovitis in left knee; previous treatment with steroid therapy and left knee effusion. It was reported that the patient was (B)(6) at the time of first course of synvisc injection. On (B)(6) 2013, the patient initiated treatment with intra-articular synvisc injection of fourth course in left knee. Dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the patient experienced synovitis of left knee. On an unspecified date in (B)(6) 2003, 50 cc fluid was aspirated from left knee which was slightly turbid (severe left knee effusion). It was reported that the patient received treatment with betamethasone at a dose of 1.3 cc. On an unspecified date in (B)(6) 2003, the patient received the second synvisc injection of fourth course in left knee. On (B)(6) 2003 (after five days), the patient recovered from the event of synovitis. On (B)(6) 2003, the patient received the third synvisc injection of fourth course in left knee. On (B)(6) , the patient underwent total knee replacement (tkr) of left knee. The outcome for the events of left knee effusion and tkr of left knee was not provided. The intensity for the events of synovitis and left knee effusion was severe. The intensity for the event of tkr of left knee was not provided. The reporting physician assessed the relationship between synvisc and synovitis as definite and unrelated with the event of tkr of left knee. The reporting physician did not provide the relationship between synvisc and the event of left knee effusion.